Event description:
Covidien received information stating an 840 ventilator experienced a device error which rendered it inoperable. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) to breath delivery unit (bdu) printed circuit board assembly (pcba). The unit passed extended self-testing.(B)(4)

Manufacturer narrative:
Covidien received information from covidien customer service engineer (cse) stating that in addition to the breath delivery (bd) pcb the mother printed circuit board (pcb) was also replaced to correct the reported malfunction. The unit passed all testing and operates within the manufacturing specifications.